Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge were not performed due to receiver perpetually rebooting. Boot tests were performed and failed due to receiver perpetually rebooting. Functional tests were not performed due to receiver perpetually rebooting. An internal visual inspection was performed and passed. The receiver log was not downloaded due to receiver perpetually rebooting. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "unexpected receiver shutdown" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.